Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that when increasing the aspiration of cutter, an error message was displayed and poor cutting occurred. Aspiration issue was also reported during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. No technical inquiries were received from the customer. Two opened probes were received, without a tip protector, in a tray, for the report. Sample 1: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. The probe engine was disassembled, and the components inspected. Diaphragm, spacer, and o-rings are all intact. Sample 2: the sample was visually inspected and found to be nonconforming with the probe needle severely bent and orange/brown foreign material on the port face, inside the port and welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration. The actuation and cut functionalities of the returned probe were unable to be tested due to no movement of the inner cutter in the port. No wear assessment could be performed due to the inner cutter broke while trying to extract it from the severely bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation does not confirm the cut and aspiration issue for sample 1 and aspiration issue of sample 2. The complaint evaluation was unable to confirm the reported cut failure due to probe needle bent condition of sample 2. How and when the probe needle became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as sample 1 was conforming for cut and aspiration, sample 2 was conforming for aspiration and an exact root cause for the bent needle of sample 2 could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).